Manufacturer narrative:
Updated: h3. Correction to: h4. This report is being supplemented to provide additional information, based on the approved final investigation. Based on the results of the investigation and the information provided, the reported malfunction was reproduced. Olympus confirmed, that there was a foreign material. It was unclear whether the reprocessing was carried out according to the instructions for use (IFU), so the cause of the remaining foreign matter could not be identified. The foreign material could not be removed, due to physical damage to the device. The likely, cause for separation could be, due to physical stress, such as by hitting the tip of the scope or dropping it. The event can be detected and prevented in accordance with the following instructions for use (IFU). Operation manual: important information-please read before use: warnings and cautions. Warning: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a gap and foreign material in the glue between the server plug-in and the distal end. There were no reports of patient involvement.